Event description:
It was reported that the patient experienced prolonged hyperglycemia after overtreating a prior low while using the ilet, with glucose values rising from approximately 192 mg/dl to over 300 mg/dl despite multiple supply changes and the pump displaying active insulin delivery; the event context indicates an improper or incorrect procedure or method and no applicable device component issue. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Investigation included communication with caregivers, review and analysis of user-provided information, and assessment of device-reported dosing. Investigation of this case revealed no device problem, with a usage problem identified consistent with failure to follow instructions. It was concluded, based on previously established findings for similar reports, that an unintended use error caused or contributed to the event.

Manufacturer narrative:
Initial.